Event description:
According to the reporter: during the procedure, the surgeon started to fire, cut tissue and then the jaws locked on tissue. The black return knob locked and broke during firing. The surgeon used tweezers to open the jaws and to remove the sulu. The event result in unanticipated tissue loss, with damage of the tissue during the tissue removal.

Manufacturer narrative:
(B)(4).